Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined.

Event description:
Manufacturing related ref: 3005334138-2019-00034. During the procedure, the dilator was inserted into the sheath of the fast-cath hemostasis introducer. The device was advanced through the patient's body along the guidewire. It was noted that blood was leaking from the valve and continued to leak when the dilator was withdrawn. Another fast-cath hemostasis introducer was used but the issue persisted. A third fast-cath hemostasis introducer was used to continue and complete the procedure.